Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log did not provide any evidence of a malfunction in pads mode. Review of the device history log did find evidence of the device prompting a "lead fault" message in leads mode, however, this occurrence will not prevent the device from administering therapy. The associated multi-function cable and electrode pads were not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device intermittently displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.